Event description:
Revision of collapsed femoral neck fracture to total hip joint replacement performed on (B)(6) 2015. During primary procedure, pfna was inserted as per the technique guide in elderly right side intertrochanteric femoral neck fracture. Fracture was reduced to almost anatomic position with the lateral xray showing the head fragment had a small amount of posterior angulation. The pfna blade was central in the head in the lateral xray and just below central in the ap xray view. Post surgery over a period of months, the pfna blade cut out of the femoral head with the head falling into varus and the blade getting caught on the proximal portion of the acetabulum. This was recognised by the surgeons and revised to a total hip joint replacement. All implants removed were intact. Implants were retained by the customer. No instruments were broken. Patient outcome is unknown. This report is 2 of 2 for (B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient data not reported. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA original implant date unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: (B)(4), manufacturing date: 14th february 2014, expiry date: 1st february 2024. No ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event originally reported as (B)(6) 2015. However, the exact date of postoperative event is unknown. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.